Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was over 400 mg/dl. The customer had tried several boxes of cartridges in an attempt to resolve the occlusions. The customer reverted to insulin pens and injections to manage diabetes.